Manufacturer narrative:
The report from the field indicated that the pt underwent a (pci) percutaneous coronary intervention of middle (rca) right coronary artery lesion. A bmw guidewire was utilized to cross the target site, followed by the insertion of a cypher 3x23mm (sds) stent delivery system. During the advancement of the sds to the target site, it was noted that the sds would not track via the guidewire. In addition, the sds was locked to the guidewire. Therefore, the sds and guidewire were removed as a unit from the pt and once outside the pt's body, an attempt was made to remove sds from the guidewire but the stent came off the balloon (outside the pt). The report indicated that another guidewire and sds system were utilized to complete the case, and there was no pt injury reported with this event. The clinical impression revealed that there was no add'l info available regarding the lesion characteristics or the procedural details, and there was not enough info to draw a conclusion on the relationship between the device and the event. The following analysis has been performed on the returned product(s): visual analysis: the bmw guidewire was stuck within the guidewire lumen of the sds. The stent was crimped tightly to the intact balloon. The strut connecting links were all compressed, but inspection of the stent gave an illusion of a slightly dislodged stent. Areas of the grey colored coating on the bmw outer diameter coating was found in the sds guidewire lumen just distal to the distal marker band. This is the location where the wire was binding to the sds. Functional analysis: the bmw wire was removed from the sds and a cordis atw guidewire was back loaded through the guidewire lumen. No difficulty was encountered advancing the wire through. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specs. The undamaged coated outer diameter of the bmw wire is comparable to that of cordis guidewire. Device and lot history review: this is the only report of this type received for this sterile lot number to date. A review of route sheets was performed for this sterile lot number revealing stent crossing profile and stent retention values to be within the acceptable criteria. Conclusion: the stuck bmw guidewire was caused by coating material coming off and accumulating in the guidewire lumen of the sds. The reported dislodgement of the stent appears to have been the results of excessive force applied to the proximal end of the stent (possibly during attempted wire removal) due to the evidence of the compressed stent connecting links. Note: the stent was not dislodged from the balloon when received into fal, it appeared that way due to the compressed stent connecting links.

Event description:
Device friction leading to "freeze-up" and loss of wire position.